Manufacturer narrative:
An evaluation of the returned polyaxial screwdriver found that the distal tip had fractured and became separated from the instrument. Inspection under magnification revealed circular fracture lines indicative of a torsional overload.

Event description:
The surgeon locked down the driver on the screw and the tip of the driver broke off into the head of the polyaxial screw. The detached tip was removed without issue.